Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B) (4) no anomalies were found. The full lead was returned and analyzed.

Event description:
It was reported the lead dislodged and required repositioning two days after implant. During the repositioning, the lead helix would not retract. The lead was removed and replaced with a new lead. When connecting the new lead to the device, it was not possible to insert the pins. "The setscrew would not accept the torque wrench". Therefore, the device was also removed and replaced. No patient complications were reported as a result of this event.